Manufacturer narrative:
An event of the native valve leaflets having limited movement after the ring was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the was not returned for analysis. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 15 september 2022, a 30mm rigid saddle ring was chosen for implant. After the device was implanted, a water injection test was performed and showed limited flap movement. The device was then explanted and replaced with another 30mm rigid saddle ring. The patient was reported as stable and normal. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Subsequent to the previously filed report, additional information was received that the patient's mitral valve leaflets were moving normally during testing. It was also noted that the patient's valve could not close completely. After the valve was explanted, the user tested the leaflets and stated they were moving.

Event description:
It was reported that on (B)(6) 2022, a 30mm rigid saddle ring was chosen for implant. After the device was implanted, a water injection test was performed and showed limited flap movement. The device was then explanted and replaced with another 30mm rigid saddle ring. The patient was reported as stable and normal. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.